Event description:
The customer alleged an eo5 message, and the unit was leaking. Advanced sterilization products (asp) advised the customer to check for kinks in the hoses and any blockages. The customer discovered a puddle of "blue" solution on the floor under the unit; no leak was visible from the unit. Asp later contacted the customer, she stated the unit leaked cidex opa solution onto the floor. No injuries were involved. The customer incorrectly positioned the float switch; the float switch was repositioned correctly. The customer did not need service and cancelled the request. The unit is currently in operation.

Manufacturer narrative:
Capital equipment evaluated at the customer site. The customer repositioned the float switch to resolve the issue. Method - customer repaired the unit. Result: float switch.